Manufacturer narrative:
Additional info has been requested and if received will be provided on a supplemental report.

Event description:
Clinical assistant returned a broken nail with the request to receive an exchange product.